Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg) the high thresholds was observed. The device was never implanted and the implant procedure of the transvenous pacemaker was performed at a later date. No patient complications have been reported as a result of this event.